Event description:
It was reported by the sales representative that the patient's muscles were sore while treating. The customer service representative called the patient for details, but she was unable to talk at the time. Later, the patient called back and explained her muscles were sore 2 days after receiving the unit. The pain in soft tissue under the pads was an 8 or a 9 out of 10. The patient has not increased her daily activities and has not contacted a doctor for medical attention. The patient does take aleve for the discomfort. Later, the sales representative stated that the patient stopped treating. The customer service contacted the patient and advised the patient to conduct time-test. The patient will call back if there are nay issues. No further information has been reported. The spinalpak has not been returned for evaluation.

Manufacturer narrative:
Corrected information- a:dob, b2: outcomes attributed to adverse event, d1: brand name, d5: operator of device, g3: date received by manufacturer. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the sales representative that the patient's muscles were sore while treating. The customer service representative called the patient for details, but she was unable to talk at the time. Later, the patient called back and explained her muscles were sore 2 days after receiving the unit. The pain in soft tissue under the pads was an 8 or a 9 out of 10. The patient has not increased her daily activities and has not contacted a doctor for medical attention. The patient does take aleve for the discomfort. Later, the sales representative stated that the patient stopped treating. The customer service contacted the patient and advised the patient to conduct time-test. The patient will call back if there are nay issues. No further information has been reported. The spinalpak has not been returned for evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.